Manufacturer narrative:
Multiple attempts were made to obtain patient information; however, no additional information was provided. The patient was switched to another ventilator at the time of the event.

Manufacturer narrative:
Initial reporter's phone number: (B)(6).

Event description:
Customer reported that the unit went ventilator inoperative with error code message pressure regulation high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.